Manufacturer narrative:
E1: patient city:(B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set fell off event on 25-may-2024. Due to skin irritation infusion set fell off. No further information available.